Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system/memory pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system/memory pcb assembly and determined that the cause of the reported issue was a transformer, designator t104, on the system pcb portion of the assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. &#1288;ere was no patient use associated with the reported event. Upon evaluation of their device, physio-control observed that it would not charge, in order to shock, when prompted.